Event description:
Customer reported a hospitalization due to low blood glucose. Customer was involved in a vehicular accident. Customer stated that the insulin pump has a crack on the reservoir tube. Customer experienced a low the previous night. Spouse assisted with increasing the blood glucose level. The current blood glucose reading is 235 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.